Manufacturer narrative:
The field service engineer (se) reported they couldn't view the device service info while in diagnostic mode and device alarmed while on diagnostic mode. The fse worked with support team to narrow down the issue to power supply, central processing unit (cpu), and blower. The fse replaced cpu and blower assembly, the fse reported that the power supply did not require replacement. A software refresh was performed on the device; a full performance verification test (pvt) was performed to ensure previous issues did not repeat. The device passed the full pvt, and was returned to use with no issues. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Replaced board - still getting alarms.

Manufacturer narrative:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed multiple error codes (1123 (battery temperature high), and 1124 (battery failed). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that additional error codes were observed. A review of the event log was performed, and it was confirmed that the device had recorded the following error codes - 1123 (battery temperature high), and 1124 (battery failed). It was noted that additional parts (not specified) would need to be ordered for the repair. The service engineer (se) reported that the power management (pm) board, data acquisition (da) board, and motor control (mc) board were replaced; however, the issue was not resolved. Additional parts were needed. Investigation ongoing / resolution pending correction: previous initial submission did not include entire description of event. See above for details.